Event description:
The peloris rapid tissue processor retort lid came down on the small finger on the right hand of a member of the (B)(6) laboratory staff when removing tissue from the instrument. The serial number of the instrument was not specified. Treatment (details not provided) in the emergency room was required.